Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal would not deploy even though the plunger was depressed. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the loader device was outside of the delivery device. The plunger had not been depressed and there was no blood contamination. The seal subassembly remained behind inside the loader device. Based upon these findings, the reported failure was not confirmed. As a secondary observation, this report review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).